Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there was no flow on cool down in positions one, two, and three. There was no pt involvement.

Manufacturer narrative:
The fsr replaced the march pump assembly. The fsr also replaced the suction screen as part of the preventive maintenance (pm). The unit operated to MFR's specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.